Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked to clarify the system not working properly and they stated the leads had moved, they had surgery again and the leads moved again. They no longer used the system, but it was still in their body. They also said 'yes' when asked if this was caused by normal battery depletion. They said the cause of the leads moving was that they were a truck driver and all the bouncing was what was figured out, they noted they didn't think it really worked to begin with. They no longer used it, but couldn't afford to remove it.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# serial# (B)(6), implanted: (B)(6) 2012 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their implant quit working years ago. Patient stated that they went in and replanted the leads and after a while the device quit working again so they stopped using it. Patient said that they had an MRI years ago and they turned the device completely off for the MRI and never had the device turned back on again because it wasn't working.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v973529, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Technical services had called the caller to check on whether they had received MRI guidelines. The caller then mentioned that they didn't know if they would be able to do the MRI scan because the patient had reported that their interstim leads had moved and that the system wasn't working properly anymore. The caller didn't have any further details about timing of these issues. Technical services reviewed that lead migration would not prevent them from doing an MRI scan. The caller was going to look for the patient's remote control. On (B)(6) 2021 another MRI technician reported that the patient stated they had not used the interstim in a number of years because it never really worked for them. It was stated that the patient needed an MRI and the MRI tech said that the patient controller would not communicate with the implant.